Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent of this device was not returned. The balloon was returned fully deflated and undamaged. The hypotube was kinked along it's entire length. The tip section of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon withdrawal resistance occurred. The balloon was unable to be withdrawn after stent apposition. No patient complications occurred. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous coronary intervention, balloon withdrawal resistance occurred. The balloon was unable to be withdrawn after stent apposition. No patient complications occurred. This product is only ous approved but it is similar to an approved us device.